Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture bulging. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, nausea, inflammation, scarring, bulging, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in a separate file. No additional information was provided.